Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was 397 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked/shattered/scratched touch screen issue was verified. Additionally, the alleged screen on/ quick bolus button stuck issue could not be verified.